Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
A device history record review was conducted. According to the device history record reviews, no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination indicates that this is the twenty-first complaint received and the twenty-first complaint received for leaking against the trocar component lots. Seven opened 23 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected. Six samples were found to be conforming and one sample was found to be nonconforming for a damaged septum. It is unknown how or when the sample became damaged because it was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occured from the trocar every time there was entry into the eye. The issue was resolved by replacing the product and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.